Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the left main coronary artery. A 4.00x8mm promus premier¿ stent was advanced to treat the lesion. However, upon deployment, the stent moved back proximally. When the sds was deflated and withdrawn, an angiogram confirmed that the stent was deployed in the aorta. Subsequently, a guide catheter was advanced from the left groin to the guide wire, thus trapping the stent that had been deployed in the aorta. The physician moved the stent to the right external iliac artery followed by dilation with a large balloon catheter to maximize stent apposition and the procedure was completed. No patient complications were reported and the patient's status was fine.